Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. However, the insulin pump powered up after battery installation. No full black screen display anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a full black screen. Customer's blood glucose was unknown. Device was exposed to extreme temperatures. Device was unable to complete the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.